Event description:
Alaris IV pump appeared to be bolusing with pitocin set at a rate of 2 miliunit/min. The IV line was not connected to the patient yet since we have seen bolus issues with this pump in the past and initiated a verification process before connecting to the patient.